Manufacturer narrative:
(B)(4) approximate age of device - 1 year. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient started to have recurrent driveline infection since (B)(6) 2017. The patient was treated with antibiotics. On (B)(6) 2017, while admitted at the hospital for events unrelated to the lvad. Blood cultures were positive for gram positive microorganisms, and the driveline exit site culture was negative. The vad clinicians suspected ongoing sepsis and driveline infection. The patient was started on antibiotics and was anticipated to be discharged home with home health. The patient would continue on vancomycin for 6 weeks. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported driveline infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.